Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), tooth disorder ("dental problems"), back pain ("back pain"), abdominal pain ("abdominal pain"), flank pain ("left flank pain"), skin disorder ("skin conditions"), weight increased ("weight gain"), dysgeusia ("metallic taste in mouth"), procedural pain ("painful post-operative recovery") and emotional disorder ("emotional anguish"). The patient was treated with surgery (laparoscopic hysterectomy with left salpingo-oophorectomy to remove the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, tooth disorder, back pain, abdominal pain, flank pain, skin disorder, weight increased, dysgeusia, procedural pain and emotional disorder outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, dyspareunia, emotional disorder, flank pain, pelvic pain, procedural pain, skin disorder, tooth disorder and weight increased to be related to essure. The reporter commented: since having the surgery, the symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ lower left quadrant pelvic pain/ chronic pelvic pain') in an adult female patient who had essure (batch no. 20227510) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), tooth disorder ("dental problems"), back pain ("back pain/ lower back bilateral pain,"), abdominal pain ("abdominal pain"), flank pain ("left flank pain"), skin disorder ("skin conditions"), dysgeusia ("metallic taste in mouth"), procedural pain ("painful post-operative recovery"), anxiety ("emotional anguish"), abdominal distension ("bloating"), constipation ("constipation"), hot flush ("hot flashes"), dry skin ("dry patch of skin"), dysmenorrhoea ("dysmenorrhea"), paraesthesia ("tingling"), hypoaesthesia ("numbness in both hands"), menorrhagia ("menorrhagia / heavy bleeding"), vaginal haemorrhage ("abnormal vaginal bleeding"), ovarian cyst ("ovarian cyst"), pain in extremity ("severe pain in arms"), pain ("pain in entire left side") and polycystic ovaries ("polycystic ovaries") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen (motrin) and surgery (laparoscopic hysterectomy with left salpingo-oophorectomy to remove the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, abdominal pain, flank pain, constipation, hot flush, dysmenorrhoea, pain in extremity and pain had resolved and the dyspareunia, tooth disorder, skin disorder, weight increased, dysgeusia, procedural pain, anxiety, abdominal distension, dry skin, paraesthesia, hypoaesthesia, menorrhagia, ovarian cyst and polycystic ovaries outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, constipation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, flank pain, hot flush, hypoaesthesia, menorrhagia, ovarian cyst, pain, pain in extremity, paraesthesia, pelvic pain, polycystic ovaries, procedural pain, skin disorder, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, hee symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in july 2010: results: full occlusion of fallopian tubes. Total occlusion,. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-nov-2019: plaintiff fact sheet received. Outcome of events "back pain and flank pain, dysmenorrhea" were changed from "unknown" to "recovered/resolved", events: "severe pain in arms, severe pain in entire left side, polycystic ovaries" were newly added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 20227510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), tooth disorder ("dental problems"), back pain ("back pain"), abdominal pain ("abdominal pain"), flank pain ("left flank pain"), skin disorder ("skin conditions"), dysgeusia ("metallic taste in mouth"), procedural pain ("painful post-operative recovery"), anxiety ("emotional anguish"), abdominal distension ("bloating"), constipation ("constipation"), hot flush ("hot flashes"), dry skin ("dry patch of skin"), dysmenorrhoea ("dysmenorrhea"), paraesthesia ("tingling"), hypoaesthesia ("numbness in both hands"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal vaginal bleeding") and ovarian cyst ("ovarian cyst") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic hysterectomy with left salpingo-oophorectomy to remove the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, constipation and hot flush had resolved and the dyspareunia, tooth disorder, back pain, abdominal pain, flank pain, skin disorder, weight increased, dysgeusia, procedural pain, anxiety, abdominal distension, dry skin, dysmenorrhoea, paraesthesia, hypoaesthesia, menorrhagia and ovarian cyst outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, constipation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, flank pain, hot flush, hypoaesthesia, menorrhagia, ovarian cyst, paraesthesia, pelvic pain, procedural pain, skin disorder, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2018: plaintiff fact sheet received: events (hormonal changes describe: hot flashes, abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: dry patch of skin; left side of abdomen, dental problems, neurological conditions or problems type: tingling; numbness in both hands, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, gastrointestinal or digestive system condition type: bloating; constipation) were added. Incident: we received the serial number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.